Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery gauge dropped from 65% battery life to 15% while the pump was plugged into a power source. The customer's blood glucose level was not impacted. It was indicated that the customer was able to get the pump battery to charge to 70% and would continue to use the pump until replacement arrives and has manual injections available as alternate insulin therapy.